Manufacturer narrative:
The investigation of high purge pressure has been completed. No product was returned for analysis. The data logs confirm 'purge system blocked' and 'purge pressure high' alarms that started minutes after the pump was started. The logs show a gradual rise in purge pressure with a corresponding decrease in purge flow before threshold was met and alarms triggered. The gradual rise was over about 4 minutes. There was no motor current spike before high purge pressure event. The purge pressure values remain elevated for about 30 hours before returning to normal values. Clinical mention tissue plasminogen activator (tpa) was added to the purge and support continued. The root cause of the high purge pressure was most likely biomaterial as evidenced by the gradual rise in purge pressure in the data logs and the resolution of issue after tpa was added. Instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ h10 instructions for use was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29385.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and during support, purge system blocked was noted. Purge flow was 2.7 on ateplase purge. The plan was to continue ateplase, check the position, wean p level, and check baseline partial thromboplastin time. The patient was successfully weaned from the pump and survived.